Manufacturer narrative:
The manufacturer previously reported a failure of the oxygen blending module and active exhalation control module. The oxygen blending module and active exhalation control module were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the oxygen blending module failing was due to an oxygen sensor (u19) being out of tolerance. The active exhalation control module was evaluated and was found that the proportional valve was stuck open.

Event description:
The manufacturer received information alleging a ventilator was alarming for a high internal oxygen condition. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.

Event description:
The manufacturer previously reported a ventilator's oxygen blending module board was replaced to address high internal oxygen alarms. The "ventilathe" device's active exhalation control module was also replaced to address the issue.